Event description:
It was reported that after cutting to size and upon applying the dressing the patient went swimming and the dressing did not stick and came off.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The returned sample was functionally tested. No issues were found; the dressing adhered to skin as would be expected. Testing is carried out on retained samples of finished products to ensure that product is within specification. As no issues were found, we were unable to confirm the failure mode and subsequently did not identify a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.